Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic coarctation of cardia procedure performed on (B)(6) 2023. During the procedure, the bands were attached together and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the coarctation of cardia; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator head returned without bands. The handle slot had marks of insertion of the trip wire. The suture thread was in good condition and contained the seven knots. The ligator housing teeth were found bent/damaged. The suture hole of the ligator housing was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the teeth of the ligator housing were found bent/damaged. This suggests that the device could not deploy the bands. It is possible that there was an incorrect application of tension to the suture thread at the time of activation may have caused a problem in the deployment of the bands. Perhaps the technique used or the patient's anatomical conditions, could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and based on the available information; this device was not used per the instructions for use (IFU)/product label as the speedband superview super 7 device was used in the coarctation of cardia; however, per the speedband superview super 7 multiple band ligator IFU, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic coarctation of cardia procedure performed on (B)(6) 2023. During the procedure, the bands were attached together and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code (B)(4) captures the reportable event of bands unable to deploy.